Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversion alert on the right atrial lead with no capture, low sensing and low lead impedance were observed. The physician suspected lead insulation problem. The lead was capped and replaced. Patient was stable.